Event description:
Event: (cc# 98-00161) the 8 fr. Iab leaked. This was the only information at the time of the report. On 10/16/98 it was reported that a patient with a coronary artery disease had a balloon inserted and blood was noted in the catheter. [Event complications]: unknown - reported 9/18/98. [Patient's current status]: unk - rpt'd 9/18/98.